Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was unable to exit from the load reservoir process. Customer was advised to select load and hold down until load reservoir process completes; however insulin pump did not receive complete status with next highlighted on screen. Customer stated that the insulin pump alarming for rewind and it was done multiple times the load reservoir process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.